Event description:
It was reported to the manufacturer by the end user, per the end user, "patient stated that her leg slipped off the bed and could not hold herself up. Unwitnessed fall." The patient did not sustain any injuries. Complaint#(B)(4) and ra#(B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.